Event description:
The patient had ect treatment for depression in 2009 and following the last treatment, she experienced a loss of therapeutic effect. She could not adjust her stimulation. The programmer displayed the "replace programmer battery" screen. The patient suspected that the device was off. After replacing the batteries she still could not adjust the stimulation. The upper limit of the program was reached. Further information is being requested from the hcp.